Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during implantation of a new device, the guidewire wire became stuck inside the left ventricular lead and could not be retracted. The wire could be pulled out from the tip once the lead was removed. The same issue was repeated when the physician attempted using a second wire. The lead was not implanted and another lead was successfully placed using a whisper wire and the patient condition was stable.